Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported the patient may have a flipped pump. The physician assistant (pa) was questioning if a pump was flipped or not. A lateral x-ray was taken at it was unclear, but appeared to have the lighter half most superficial, which suggested the pump was flipped. It was noted an anteroposterior (ap) x-ray was taken and it appeared to show the pump was in proper orientation, which suggested the pump was not flipped. It was further reported the healthcare provider (hcp) had attempted the refill on the date of this report three times and could only feel a smooth surface when trying to find the center reservoir port. They planned on taking the patient to fluoroscopy again and to take more x-rays and to possibly do the refill under fluoroscope if possible. The pump was being used to deliver clonidine, bupivacaine, and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
The following information was previously reported as part of manufacturer's report # 3007566237-2014-01421:[ it was reported there was a pump problem. It was reported a fluoroscopy was going to be performed to check if the pump was flipped. The pump was used to deliver an unknown drug. Additional information has been requested, but was not available for the date of this report.] Additional information later reported the patient had a procedure to return the pump to the correct position on (B)(6). Additional information later reported the patient did not experience any symptoms. No refill was attempted. The hcp attempted access under fluoroscopy, landmarks noted flip. It was unknown if the patient's pump was able to be refilled since the revision. The patient recovered without permanent impairment